Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report indicated device failure. Device analysis report attached. This report is submitted on october 28, 2022.